Event description:
The customer reported that the system's left monitor would not power on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was replaced. No further info is available.